Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging chronic headache, chronic congestion in nasal cavity and throat, occasional irritation. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleged chronic headache, chronic congestion in nasal cavity and throat, occasional irritation. There was no report of serious or permanent harm or injury.   The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation observed the following from internal and external inspection - unknown white deposits in filter inlet, blower outlet, and air outlet. Unknown debris consistent with dust found in the bottom of the inside of device. Unknown white debris consistent with dust found on top of blower. Unknown residue consistent with water ingress on the bottom of the blower and inside blower box. Not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which still suggests that the source of contamination was external to the device. The device's downloaded event log was reviewed by the manufacturer and found one erorrs. The manufacturer concludes is unable not able to confirm the complaint or address the symptoms specified. Section h6 updated in this report.